Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level elevates to 400 mg/dl every third day. Customer delivers an insulin bolus to treat elevated bg level but bg level does not decreased. Customer then changes the site and bg level decreases. Troubleshooting could not be performed with tandem technical support as the events occurred in the past; however, recommendation was made to consult with health care provider. Follow up between customer and tandem clinical diabetes educator indicated that customer may have been over using the infusion site. Recommendation was made for the customer to try that abdomen area as the infusion site.